Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s dexcom g7 failed to pair with the ilet mobile app, resulting in no cgm data display, and the user was advised to restart the phone, replace the sensor, and perform manual blood glucose entries until a new sensor was placed. Symptoms included no clinical symptoms or physiological effects. Outcomes included no alerts or alarms, no impact to blood glucose, and no need for medical care. Investigation included troubleshooting and user education. Investigation of this case revealed a pairing failure limited to the ilet interface with the cgm system, consistent with a connectivity or sensor pairing issue rather than a pump fault. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity error associated with cgm pairing.